Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms caused by a bent cannula. Blood glucose level at the time of the incident was 570 mg/dl, which was treated by a manual injection and fluids. The customer was advised as to the proper sensor insertion techniques and will not return the product for analysis.